Event description:
It was reported that the patient with this pacemaker system had presented to the emergency department with a burning sensation, discomfort and pain. Right ventricular (rv) lead dislodgement was identified via x-rays, and during repositioning procedure, the rv lead and the ra could not be reconnected to the header. Due to this connection issue the device exhibited high out of range pacing impedance measurements, noise and loss of capture. The physician opted to replace the device and new header connection was successful. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Under-insertion of the lead terminal pin into the device header is suspected to be the cause of the connection issue, but this could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.

Event description:
It was reported that the patient with this pacemaker system had presented to the emergency department with a burning sensation, discomfort and pain. Right ventricular (rv) lead dislodgement was identified via x-rays, and during repositioning procedure, the rv lead and the ra could not be reconnected to the header. Due to this connection issue the device exhibited high out of range pacing impedance measurements, noise and loss of capture. The physician opted to replace the device and new header connection was successful. This device is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.